Event description:
Adverse event: blurred vision and jaw pain. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2010, the patient underwent stenting in the left internal carotid artery with one xact stent. After deployment of the xact stent, the patient experienced blurred vision in the left eye and left jaw pain that was treated with thrombolytics. The patient's condition completely resolved on (B) (6) 2010. There was no adverse patient impact. The patient was discharged on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on the xact instructions for use (IFU), visual disturbances and pain are known potential adverse outcomes associated with carotid stents. In this case, the product was not returned for evaluation, which may have aided in determination of cause. Also, no anomalies to the catheter reported during delivery system inspection prior to use and preparation. Moreover, xact catheters are 100% inspected for any anomalies prior to being packaged. Based on the available information and relevant manufacturing records, the incident does not appear to be related to a product deficiency. It is possible that patient disease state such as myocardial infarction, coronary artery disease, congestive heart failure, and diabetes with operational context of the device contributed to the reported events.